Event description:
Vanishpoint 3ml 25g x 1" syringe with needle. While the rn was using a vanishpoint syringe with retractable needle to administer an olanzapine im injection, the following occurred: when the needle was injected into the pt's arm and the rn depressed the plunger, the medication remained in the barrel and leaked around the needle gasket / seal. Due to the pt not receiving the initial administration, a second shot had to be administered. FDA safety report ID# (B)(4).